Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported that he nearly died in the morning when the dexcom didn¿t alert for a urgent low. There was no additional information documented for this event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.